Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) touchscreen would not unlock. There was patient involvement reported and no injury or harm reported. The customer stated that she was not wearing gloves and attempted to press multiple areas around the unlock button, but the touchscreen remained unresponsive. Esp personnel recommended switching to another cardiosave unit. They guided the customer through the pump replacement process, which was completed successfully. The replacement pump demonstrated appropriate waveforms and accurate blood pressure indices. Esp personnel instructed the customer to send the original pump to the biomedical department with a note indicating that the ¿touchscreen requires calibration.¿

Manufacturer narrative:
(B)(6).